Event description:
It was reported that the patient experienced hyperglycemia on (B)(6) 2026, which was alleged to have contributed to a prolongation of hospitalization. The patient's blood glucose levels rose to greater than 20 mmol/l (>360 mg/dl) while wearing the pod between 5 and 24 hours. This pod had been applied as a replacement following a previous pod associated with elevated blood glucose levels reported earlier the same day. Despite replacing the initial pod, the patient reported that blood glucose levels did not decrease as expected. The patient stated that hospitalization at hospital franciscus vlietland schiedam was ongoing at the time of the report and had begun 16 days earlier, for reasons unrelated to the reported hyperglycemia; however, the patient alleged that the elevated blood glucose levels contributed to their clinical condition and prolonged the hospitalization. This report corresponds to the second pod used during the event sequence; the first pod is captured under the complaint (B)(4). Additional information regarding medical intervention, the alleged prolongation of hospitalization, and the discharge date is being solicited.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019;13:614-626 [2] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019;10:751-755 [3] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019;21:155-158